Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ataxia. In turn, patient was under prednisone/ cortisone treatment to address the issue. Reportedly, the patient was doing well and was discharged. No further update was received from the patient regarding the reported issue.